Event description:
It was reported that during a procedure the tip of the device fell into the patient. The device material was successfully removed. No clinically significant medical delay or adverse consequences to the patient were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure the tip of the device fell into the patient. The device material was successfully removed. No clinically significant medical delay or adverse consequences to the patient were reported.